Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding discordant, falsely elevated urine enzymatic creatinine (ecrea) patient results obtained on a dimension vista 1500 system. Siemens headquarters support center (hsc) concluded the investigation of the event. A siemens field service engineer (fse) dispatched to the site identified the cause of the event. The fse replaced the integrated multisensor mixer to resolve the problem. Ecrea quality control recoveries were within the acceptance range after the mixer replacement. The device is performing with specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) results were obtained on patient urine samples on a dimension vista 1500 system. The discordant results were reported to the physician(s). The same samples were reprocessed on the next day on the same system and lower results, considered correct, were obtained. A corrected report was issued for one of the samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated urine ecrea results.